Manufacturer narrative:
This report is submitted on november 13, 2018.

Event description:
It was reported that the patient's was device explanted on (B)(6) 2018 due to middle ear infection. There are plans to reimplant the patient; however this has not occurred as of the date of this report.